Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the handle of the device had to be firmly actuated to keep the forceps jaws closed while advancing the device through the endoscope. The procedure was completed with this device. The account reported that there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the handle of the device had to be firmly actuated to keep the forceps jaws closed while advancing the device through the endoscope. The procedure was completed with this device. The account reported that there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Correction: upon further review it was determined that this complaint is not an MDR reportable event. The complainant has verified that the jaws were able to be completely closed, and the procedure was successfully completed with this complaint device. The complaint is now considered a user preference issue and this is not considered MDR reportable. (B)(4).